Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had an anaphylactic reaction to seprafilm. The patient was undergoing a cesarean section due to fetal distress, seprafilm was applied to the uterine suture site while receiving oxytocin IV. Immediately afterward, the patient experienced discomfort in the pharynx, facial flushing, and hypotension. Reportedly the gynecologist ¿suspected anaphylaxis due to oxytocin or seprafilm.¿ the oxytocin was stopped, the seprafilm was removed, and abdominal cavity was irrigated. Additionally, the patient was given an intermuscular injection of 0.5 mg of adrenaline, unspecified steroids (drug name, dose, and route not provided) and antihistamines (drug name, dose, and route not provided). The patient has since recovered. No further information was available at the time of this report.